Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain set peep (positive end expiratory pressure), displaying the high peep alarm, providing low fio2 (fraction of inspired oxygen) and low vte (exhaled tidal volume) levels were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure), which caused the device to trigger the high peep alarm. It was also reported that the device was providing low fio2 (fraction of inspired oxygen) readings and low vte (exhaled tidal volume) levels. There were no reports of patient use associated with the reported issues.